Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as a MDR since the patient reported symptoms or physiological condition related to an allergic reaction.

Event description:
The provider/patient reported the following: patient reported: "I have had cold sores the entire time I have been wearing these aloghners. I also have a perpetual sore throat, runny nose and ringing in ears. I have also had small blisters on my neck so I am discontinuing use of the aligners. I have left a message for my dentist but he is out of town until next week. I cannot keep wearing these and blistering among other symptoms. Also, already without the liners (about 15 hours) I am feeling the symptoms sibside."